Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroin testinal/pelvic floor. It was reported that the patient said they turned stimulation off in their room before coming to get an MRI, but the caller was requesting assistance using the patient programmer to confirm stimulation was off. Caller reported the poor communication message. Patient told the caller that when they turned stimulation off earlier in their room they saw the intensity on the patient programmer screen go from whatever it was at to zero. Troubleshooting did not resolve the poor communication. Caller reported the patient had not felt stimulation for a while. The caller was redirected to the healthcare provider to discuss the poor communication and not feeling stimulation. Caller reported the patient had an appointment with their healthcare provider on tuesday. No further complications were reported or anticipated.